Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump, and after following the instructions, the error was resolved, enabling the caller to successfully begin their sensor session.